Event description:
Customer reported receiving an unspecified glucose reading from his freestyle freedom meter which was higher than he felt. Customer also reported the high reading was due to "meter would not code". Customer futher reported one episode of loss of consciousness while he was asleep. Paramedics were called and they treated customer with an IV, glucagon shot and glucose gel. Customer stated that he was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would display one reading and then flash a second result, and sometimes a third result. It is unclear as to what date the alleged issue began. The customer service representative (csr) noted that the alleged issue began on "(B)(6)2010 7am". At an unclear date/time after the alleged issue began, the patient claimed that she developed symptoms of a headache, weakness, and dizziness. The csr noted that the patient developed symptoms at "5- 10am". At "12/02/10 9 am," the csr noted that the patient was treated with glucose tablets/glucose gel from a health care professional (hcp) due to the alleged issue. The treatment was administered in an urgent care/clinic. At '(B)(6)2010 9am - 9:40am," the patient's blood glucose was reportedly tested on a doctor's/clinic's meter and a result of "140 mg/dl" was obtained. It is unclear if the patient's blood glucose was tested before, during, or after the treatment was administered. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what actual date the alleged issue began, what actual time the reported result was obtained, what actual date/time the symptoms developed, and what actual time the treatment was administered. In addition, it would have been helpful to know if the patient was able to test her blood glucose with the reported meter during the time of concern, what her last blood glucose reading was on the reported meter before she received the treatment, what what date/time the last reading was obtained, and what actions the patient took before she received the medical treatment. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received glucose tablet/gel treatment from a health care professional because of the alleged issue.

Manufacturer narrative:
As customer's meter was not returned a device history review of the meter was requested and performed. The device history review for meter (B)(4) indicated, the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.